Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with failed battery test. The patient's blood glucose at the time of incident was 85 mg/dl. The customer was unable to clear the alarm; there was a possible problem with the keypad. The insulin pump is out of warranty and will not be returned for analysis.